Event description:
It was reported that the malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. The technical support team provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump but was instructed to call back if any issues resurfaced.